Manufacturer narrative:
A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing and a documentation review by the quality department. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that following mynxgrip vascular closure, the patient was hospitalized again because of an infection. On the day of the procedure, the patient received the procedure in the morning and was discharged on the same day. The hospital is conducting a follow-up examination of all medical devices used on the patient.

Manufacturer narrative:
Complaint conclusion: it was reported that following mynxgrip vascular closure, the patient was hospitalized again because of an infection. On the day of the procedure, the patient completed the procedure in the morning and was discharged on the same day. The hospital is conducting a follow-up examination of all medical devices used on the patient. Multiple attempts to obtain additional information were unsuccessful. The product was not returned for analysis. A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing and a documentation review by the quality department. Based on the information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Infections resulting from invasive procedures are a well-known potential adverse event and are listed in the IFU as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Without a lot number to conduct a product history record review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Manufacturer narrative:
Complaint conclusion: it was reported that following mynxgrip vascular closure, the patient was hospitalized again because of an infection. On the day of the procedure, the patient completed the procedure in the morning and was discharged on the same day. The hospital is conducting a follow-up examination of all medical devices used on the patient. Multiple attempts to obtain additional information were unsuccessful. The product was not returned for analysis. A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing and a documentation review by the quality department. Based on the information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Infections resulting from invasive procedures are a well-known potential adverse event and are listed in the IFU as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Without a lot number to conduct a product history record review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.